Event description:
Plate was implanted in 1998 for a non-union of a compound fracture of the left femur pt suffered in a motor vehicle accident on 09/25/1993. Plate noted as fractured on 02/17/1999 and removed on 03/05/1999.